Manufacturer narrative:
Device evaluation: customer complaint of leakage from the cannula body was confirmed. A leak test was performed on the cannula and leakage was observed at the wire-reinforced section of the cannula body. Leakage was observed from a cut on the cannula body approximately 2.5mm long. No other visual damage, contamination, or other abnormalities were found to the device. The device was returned for evaluation. Manufacturing, supplier, design, IFU, and labeling defects were not confirmed. Trend is in control. Fmea is not required. CAPA and pra action are not required. Root cause cannot be determined at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. Based on the information received, the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that blood was leaked from an aortic perfusion cannula after the cannula was inserted to the patient and the extracorporeal circulation was started. The hole was observed at the tip of the cannula, and the size was same as a needle. Another catheter was used and the problem was solved. There were no patient complications reported.